Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files indicated optical fibers 1-3 met specifications for optical properties and contact force was displayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ischemic ventricular tachycardia ablation procedure, a cardiac perforation occurred. While ablating near the mitral valve in the left ventricle the patient became hypotensive and fluoroscopy and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.